Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information. H6: additional information.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen which is off label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.